Event description:
The customer reported that prior to use in a patient the iabp, generated a "loud audible alarm on power up pre-test". No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The company representative observed logged in the journal "electrical test failure code #53 (shuttle transducer failure and shuttle transducer out calibration). As a precautionary measure, the company representative calibrated shuttle transducer and corrected failure. The iabp was performance tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).